Event description:
The periodontist planned dental implants at site #7 and site #10 with the anatomage guide and anatomage drills. The implant at site #7 was placed successfully. However, for site #10, the periodontist reported that while using the anatomage guide with the 2.0 mm drill, the implant trajectory seemed to be too lingual. The periodontist went from the periodontist drill the 2.8 mm drill and noticed lingual dehiscence (wall was perforated). He patient was under oral sedation during the surgery. He bone grafted site #10 and will place the implant at site #10 at a later date.